Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer was contaminated and the battery contacts were compressed. Analysis also fo und the upper and lower cases were broken/contaminated, two side bail covers and ring cover were broken, and the lead flex cover was contaminated. It is noted two side bails and the ring were missing. (B)(4).